Event description:
The account alleged the bed exit would not alarm when it was turned on and weight was removed from bed. No pt impact.

Manufacturer narrative:
The technician replaced the bed exit sensor strips to resolve the issue.